Event description:
It was reported that (3) devices were used during a laparoscopic colon diagnosis. It was reported by the affiliate that the 512s trocars valve broke (gasket) causing an air leakage and then it was necessary to change the trocars. The problem happened soon after inserting instruments. There was no consequence to the pt.